Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The attempted implant of an ipg and percutaneous lead into this patient occurred on (B)(6) 2009. It was reported that prior to closing the ipg pocket site, the patient crashed on the table. This necessitated the physician to roll the patient over (compromising sterility) in order to resuscitate him. The system was removed and with the intent of another system being implanted at a later date. Follow up with the patient found that he is doing fine. The ipg was returned to ans for evaluation. No further information is available.